Manufacturer narrative:
(B)(4). On 24apr2012 serious update: lot number and expiration date updated, 1go2kkb expiration date jun 2013.

Event description:
A serious u.s. Spontaneous report received regarding a male consumer age not provided and initials anonymized. Medical history and concomitant medication not provided. Dr. Scholl's freeze away wart remover (dimethyl ether/propane) was used for an unknown indication. Date of product use (B)(6) 2012. Consumer reported that upon use of the purchased product "the freeze away wart remover burst into flames. When I pushed the little white tip in and then went to activate it, that is when they caught on fire. The can did not explode. It singed the hair off my arms and legs." He has not seen a doctor. Outcome unknown. Dechallenge/rechallenge information not provided.